Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a health care professional (the pt's wife) via a company rep and forwarded by our local affiliate (B)(4). This case involves a (B)(6) male pt who received an application of poly-l-lactic acid (sculptra) on (B)(6) 2008 for collagen stimulation. The reporter prepared 2 vials and mixed to 7 mls (5 mls of sterile water and 2 mls of 2% lidocaine). It is unk how much was actually injected. After poly-l-lactic acid administration, the pt experienced a reaction on one side of his face, the second side that was treated. The pt had swelling and his face has "dropped on one side." The health care professional applied ice and gave the pt an allergy tablet. At 10 pm the pt went to the emergency room. No further info was reported.

Manufacturer narrative:
(B)(4). Reporter's causality assessment: not provided. Additional info received on (B)(6) 2008: the nurse reported that before going to the hospital, the pt had taken chlorphenamine. At the hosp he was given prednisolone and chlorphenamine. The hospital did not make a diagnosis, but discharged him on prednisolone 30 mg daily and further antihistamines. The swelling has gone down slightly, however, it is still markedly swollen. The pt is reported to be feeling "fine." Addition info received on (B)(4) 2008: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for follow-up info received on (B)(6) 2008: our affiliate clarified that the pt was not admitted overnight. He visited the emergency room in the evening and was released. No diagnosis was made at the hospital. The phrase "face has dropped on one side" was used by the reporter to describe this event and no additional info is available. A picture of the affected area was submitted and is on file with source document.